Manufacturer narrative:
(B)(6) . Sample will not be returned for eval.

Event description:
It was reported per medwatch report that during central line insertion, the needle became unattached from hub - loose in vein. Luckily, there was still a small portion above entrance to vein so able to retrieve, near miss. Additional info received on (B)(6) 2011 from the risk mgr stated they were able to pull the needle cannula from the pt without incident. A new kit was opened and placed successfully for the pt. There was no delay in treatment, no pt death and no pt complications were reported. The pt did fine.